Event description:
The initial reporter stated they received discrepant na electrode and k electrode results for one patient sample tested on a cobas 6000 c501 module. The sample initially resulted in a na value of 118 mmol/l and it repeated as 137 mmol/l. The sample initially resulted in a k value of 3.18 mmol/l and it repeated as 4.21 mmol/l.

Manufacturer narrative:
The na electrode lot number is bju24 and the k electrode lot number is bju09. The electrode expiration dates were requested, but not provided. The field service engineer found liquid over the cells. The rinse unit valve was replaced and the wash water level was adjusted. Probes and a nozzle were replaced and adjusted. Sipper tubing and pinch tubing were replaced. Check runs were performed and the system functioned properly. The investigation determined the service actions resolved the issue.